Event description:
It was reported to philips that fluoroscopy failed. The clinical use of the system is unknown. There was no harm reported to philips.

Manufacturer narrative:
Intermittent fluoroscopy failures were observed, possibly related to the footswitch. Follow-up work was scheduled, and the client was informed of the current status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).